Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for femoral artery puncture site closure. The plug release button was then pressed. After waiting and applying manual pressure for 21 minutes, the entire system was withdrawn, and it was found that the plug had not been fully released, with part of it still remaining in the delivery shaft. Manual compression was then used for hemostasis, and no other adverse effects occurred. There was no reported injury to the patient. This occurred after performing a cerebral aneurysm coil embolization procedure. This occurred after following standard operating procedures. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A retrograde puncture approach was used with a non-cordis sheath. Femoral artery suitability was confirmed via angiography including insertion angle, and vessel diameter was =5 mm. No visible calcium, plaque, or nearby stent was present at the puncture site. No resistance or difficulty occurred during device advancement or connection. The vcd was securely locked with the sheath. Significant reduction in pulsatile blood flow was first observed, followed by the indicator window changing from black and white to completely black. No red color was noted, and the plug deployment button was fully depressed. The device was removed approximately 10 seconds after button activation. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for femoral artery puncture site closure. The plug release button was then pressed. After waiting and applying manual pressure for 21 minutes, the entire system was withdrawn, and it was found that the plug had not been fully released, with part of it still remaining in the delivery shaft. Manual compression was then used for hemostasis, and no other adverse effects occurred. There was no reported injury to the patient. This occurred after performing a cerebral aneurysm coil embolization procedure. This occurred after following standard operating procedures. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A retrograde puncture approach was used with a non-cordis sheath. Femoral artery suitability was confirmed via angiography including insertion angle, and vessel diameter was =5 mm. No visible calcium, plaque, or nearby stent was present at the puncture site. No resistance or difficulty occurred during device advancement or connection. The vcd was securely locked with the sheath. Significant reduction in pulsatile blood flow was first observed, followed by the indicator window changing from black and white to completely black. No red color was noted, and the plug deployment button was fully depressed. The device was removed approximately 10 seconds after button activation. One non-sterile exoseal vascular closure device (6f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the simulated deployment test could not be completed as received since the deployment lever arrived partially depressed and the plug was already partially deployed. However, it was possible to fully depress the lever, resulting in a fully deployed plug. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and was within specification. A high-magnification microscopic evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received with the deployment lever partially depressed and the plug partially deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. Although the device was received with the plug partially deployed, partial depression of the deployment lever most likely resulted in the partial deployment of the plug, especially since there were no issues noted when depressing the button, the rest of the way during functional analysis and no anomalies noted to the internal mechanism. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for femoral artery puncture site closure. The plug release button was then pressed. After waiting and applying manual pressure for 21 minutes, the entire system was withdrawn, and it was found that the plug had not been fully released, with part of it still remaining in the delivery shaft. Manual compression was then used for hemostasis, and no other adverse effects occurred. There was no reported injury to the patient. This occurred after performing a cerebral aneurysm coil embolization procedure. This occurred after following standard operating procedures. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A retrograde puncture approach was used with a non-cordis sheath. Femoral artery suitability was confirmed via angiography including insertion angle, and vessel diameter was =5 mm. No visible calcium, plaque, or nearby stent was present at the puncture site. No resistance or difficulty occurred during device advancement or connection. The vcd was securely locked with the sheath. Significant reduction in pulsatile blood flow was first observed, followed by the indicator window changing from black and white to completely black. No red color was noted, and the plug deployment button was fully depressed. The device was removed approximately 10 seconds after button activation. The device will be returned for evaluation.